Event description:
It was reported that the patient experienced recurring incontinence with a (B)(6) year old artificial urinary sphincter (aus) due to atrophy related to previous radiation. A replacement surgery was performed. The patient did not experience any additional symptoms. It was stated that there is no more information available. Should additional information become available, it will be provided.